Manufacturer narrative:
Maquet determined that the device failed to meet its specification due to an excessive gap between the two coated surfaces. Additionally the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The volista operating manual requests to daily check the light head for chipped paint, impact marks and other damage. Maquet service replaced the defective parts and returned the device to service.

Event description:
The customer reported that the cupol show visible crack at the yoke. No injuries were reported. (B)(4).